Event description:
The customer reported no audio from the mx40. No patient harm was reported.

Manufacturer narrative:
(B)(4): the device was returned to philips for testing and evaluation. The device failure was replicated. The failed speaker was replaced to resolve the issue. The touchscreen was also replaced since it was scratched. The cosmetic issue with the scratched touchscreen is considered a user handling issue and not a malfunction. After the repairs the device passed all testing.